Manufacturer narrative:
Should additional information become available, a supplemental record will be file.

Event description:
Dealer states the battery indicator is not charing a charge, and showing a full charge when it's discharged, and also has 3 & 4 code.

Manufacturer narrative:
The underlying cause documented in the return fields in oracle returns' ((B)(4)) is defined as: battery/not holding charge/manifold/hose leaking. Additional evaluation determination does change the reportability decision to not reportable. There was no indication that the indicator gage needed to be replaced.

Event description:
Dealer states, the battery indicator is not charing a charge, and showing a full charge when it's discharged, and also has 3 & 4 code.